Event description:
During index procedure two endeavor sprint drug eluting stents were implanted in the rca. Approximately 6 months post index procedure the patient suffered a myocardial infarction and expired (cardiac death). The patient had received medication. The investigator reported that the event was not related to the study device.